Event description:
Inserting sago lens into right eye, lens would not unfold and then adhere to the tissue. Dr tried to reposition to remove, and tore the posterior capsular of right eye. After removing the sago and replacing "magoac", to remove fluid from field a vitrectomy had to be done.